Manufacturer narrative:
Additional information was received by the complainant stating that the dark screen occurred before the procedure and no during as it was reported initially, as per this, the event is not reportable as no patient was involved when the issue occurred. Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The reassessment determined that the issue does not meet the threshold for reporting and is a non-reportable event. This report was made based upon information which smith & nephew had not been able to investigate or verify prior to the required reporting date.

Event description:
It was reported that there was dark screen indicating a crack in the scope. No patient injuries or delay reported. Back-up device was available to complete the surgery.